Event description:
Gas line connecter on ECMO circuit was noted to be disconnected by bedside rn, connector (which is plastic) was noted to be cracked; prior to discovery of disconnection, rn noticed that ECMO cannuals lacked appropriate color change and pt spo2 was decreasing which prompted rn to inspect circuit; as a result, pt was hypoxic and hypotensive for a period of time but recovered once connection replaced.